Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10297.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report: 1627487-2015-10297. It was reported, the patient is not receiving stimulation. An sjm representative met with the patient for diagnostics and found the amplitude is auto-reducing with multiple high or invalid impedances. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10297. It is unknown which lead is the left lead, therefore we are reporting the explant on both. Follow up information identified the patient underwent surgical intervention on (B)(6) 2015. Lead diagnostics showed all contacts on the left lead were invalid. The patient's left lead was replaced with a new one. The patient is now receiving effective stimulation.